Event description:
It was reported that the impedance on the high voltage coil of the right ventricle (rv) lead was high and triggered a patient alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned and analyzed. Analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).